Event description:
It was reported that colonovideoscope had scope communication error (b30 and e216). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder and tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.